Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in japan e1: telephone- (B)(6). Complaint can be confirmed through the returned product analysis. Review of the most recent repair record identified the following related repair: the technician confirmed the motor was unstable and replaced it to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during kit inspection the device motor was broken and was not rotating properly. No patient involvement was noted. Upon device evaluation it was noted that the motor speeds were unstable. Diligence is complete.